Event description:
- -

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed the lead body appeared normal and there were no signs of twist. An x-ray did not reveal any wire was inside the lead. Analysis concluded this lead met specification.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead was dislodged. Reportedly, this occurred due to twiddlers syndrome. A non-boston scientific guidewire ((B)(4), lot 2100173 bmw abbott) was inserted into this lead. During the removal attempt, the guidewire broke inside the lead and a piece of the guidewire remained inside the lead. The lead was removed and returned for analysis. No adverse patient effects were reported due to this issue.